Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The field service engineer fse was able to duplicate and verify this failure. When the unit was powered on the v60 immediately displayed a primary alarm failure every time. The fse replaced the speaker, power management board. Fse performed the required performance tests and all test passed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an primary-test failed error message. No patient involvement.